Event description:
A report was received that the patient had difficulty charging as the ipg was beginning to flip in the pocket. It was also noted that the location of the ipg was uncomfortable for the patient. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.